Event description:
It was reported that during an atrial septal defect repair procedure, the large needle driver instrument was found to have a broken screw after it had been taken out. Reportedly, this issue delayed the procedure about 10 minutes. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the screw is broken. The clevis pin and the pulley were broken off but were returned with the instrument. Evidence not conclusive but damage most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event. It was stated that nothing was observed falling into the patient. There was no patient harm or adverse outcome reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the screw is broken. The clevis pin and the pulley were broken off but were returned with the instrument. Evidence not conclusive but damage most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.